Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned and investigated. The reported gripper actuation issue and gripper line break during actuation could not be replicated in a testing environment as the clip was deployed and the gripper line was not returned. Additionally, the reported entrapment of the device (clip caught on chordae) could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported clip becoming caught in the chordae appears to be related to patient morphology/pathology due to a prolapse of posterior and posterior flail. The investigation determined the reported gripper actuation issue appears to be related to the gripper line break; however, the investigation was unable to determine a definitive cause for the gripper line break. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This is filed to report the clip entrapment, gripper actuation issues and gripper line break. It was reported that the patient, with grade 4 degenerative mitral regurgitation (mr), underwent a mitraclip procedure. The clip delivery system (cds) was advanced into the patient anatomy. An attempt was made to grasp the leaflet; however, the anterior mitral leaflet caught on the clip. Small movements of the guide, posterior and anterior, as well as small movements of the delivery catheter (dc) handle up and down and small rotations of the dc handle were made; however, the anterior mitral leaflet could not be freed from the clip. Some resistance was noted with the gripper lever at the beginning of the procedure. It was also noted that the grippers were in a downward position and could not be raised. During the posterior movement of the guide, the posterior mitral leaflet was able to be captured in the clip. During grasping, a gripper line break occurred. Both leaflets were successfully captured and the clip was deployed. Two additional clips were deployed and mr was reduced to grade 2. At the end of the procedure, it was noted that the first implanted clip remained well attached to the both leaflets and all portions of the gripper line were removed. No additional information was provided.